Manufacturer narrative:
Removed implant date. This peripheral device is not implantable. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the controller failed visual inspection due to a loose power port 1 connector with a displaced o-ring gasket, in addition to a pin 2 wire that was disconnected and a lock nut that was loose on the inside. Also there was a loose serial port connector with a displaced o-ring gasket and a lock nut that was loose on the inside. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. An internal investigation has been opened by the supplier to address loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined.  It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that this patient presented to clinic with constant beeping from power port 1 of the controller. Visual inspection revealed that "the battery connected to power port 1 was charged at 3 bars, and then would flash from 1 red bar and 4 green bars". Upon physical assessment, the connector for power port 1 was found to be loose and able to wiggle in the housing of the controller. This was also noted with the data port connector. The primary controller was exchanged for the patient's back-up controller without incident. No further information was provided.